Event description:
T was reported that the customer wanted to deliver two separate boluses. Customer saw one bolus for 10 units reflected in pump history although customer had requested 11 units. Customer reported receiving an incomplete bolus alert. Customer then reviewed pump bolus history which showed a max bolus setting of 10 units which explained why 11 units was not delivered. During troubleshooting with tandem customer technical support, customer understood that the pump was functioning as expected. Customer's blood glucose level was 265mg/dl. Customer delivered the second bolus while speaking with cts to resolve the issue.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.